Event description:
It was reported that the lead exhibited varying impedances. The impedance alert threshold was increased, and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert for high svc coil impedance. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)